Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: on 12jan2018, the fse inspected instrument and found a faulty nozzle. The fse replaced the sample nozzle, checked pipetting, and hand touch ad positions. The fse adjusted the diluent port position, also checked and reset the impasse value. The fse successfully completed daily check and quality control (qc) run. A 13 month complaint history review and service history review for similar complaints was performed for the serial number 13671402 from 12dec2017 through aware date 12jan2018. There were two (2) similar complaints identified during the searched period, which includes this event. The aia 360service manual under section 3.11.3 - nozzle position adjustment requires adjustment of hand touch ad after sample nozzle replacement. The aia 360service manual under section 8.1 - trouble shooting 4017 specimen system clog detected appears, operator is instructed to check the sensor s206( (pressure sensor), sens board (sensors circuit board) and the nozzle. The most probable cause of the reported issue was faulty sample nozzle.

Event description:
On (B)(6) 2018, customer reported getting 4017 specimen system clog detected error message on the aia 360 instrument. The customer was down and unable to run. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.